Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, 90% stenosed and moderately calcified 3.75x14mm target lesion located in the proximal right coronary artery. Treatment consisted of pre-dilation with a maverick 3.0x20mm balloon, the placement of a 3.5x24mm taxus liberte drug eluting stent deployed at 18 atm's and post dilation with a maverick 4.0x12mm balloon deployed at 22 atm's resulting in 0% residual stenosis. The target vessel was severely tortuous and balloon withdrawal resistance was noted during the procedure. Per the investigator, "moderate calcification in the target vessel caused the minor resistance". The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.